Manufacturer narrative:
(B)(6). One pump was returned for analysis in used condition. Visual inspection found no damage to the pump. Functional tests included delivery accuracy testing. Of the 7 individual delivery accuracy tests performed, 4 failed to meet the specification of +/- 6%. Based on the evidence, the complaint was confirmed. The root cause of the inaccurate delivery was unknown.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery when tested. No adverse patient effects were reported.